Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A secretary reported that during an intraocular lens (iol) implant procedure, there was a defect in one haptic, and there had incision in the cornea to remove the iol. The patient condition was worsened. Additional information has been requested.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A secretary reported that during an intraocular lens (iol) implant procedure, there was a defect in one haptic, and there had incision in the cornea to remove the iol. The patient condition was worsened. Additional information has been requested.

Manufacturer narrative:
Viscoelastic was not provided. It is unknown if a qualified product was used. Based on our observation of the attached photos, the haptic is bent. The presence of clinical solution on the lens cannot be confirmed. It is difficult to make a determination of handling / damage without evaluation of the physical sample. A final root cause cannot be determined based on available information. It is unknown if a qualified viscoelastic was used. The instruction for use IFU instructs: during device preparation and implantation of the iol with the company delivery system, a company qualified ophthalmic viscoelastic device (ovd) should be used. The use of an unqualified ovd may cause damage to the lens and potential complications during the device preparation and implantation steps. The manufacturer internal reference number is: (B)(4).